Manufacturer narrative:
The device has been received for evaluation. Once completed a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that there was a hole in the catheter when the physician did a run with contrast to position the apollo into the desired location. The leak was in the middle of the catheter. Liquid embolic was never injected in this apollo. The apollo was removed and a new apollo was used to complete the procedure. No injury reported. The patient was undergoing an embolization procedure to treat an avm. The vessel tortuosity was moderate and the access vessel was the right femoral. The reported device and accessory devices were prepared as indicated in the IFU and the catheter was flushed as indicated in the IFU. There was no resistance/friction during delivery of the catheter or during insertion of the guidewire/stylet. There was no other damage other than the hole that was leaking contrast.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique identifier (UDI) #: - additional information. Device available, return date - additional information. Device evaluated - additional information. Evaluation codes - device evaluation. Additional manufacturer narrative - device evaluation. The apollo micro catheter was returned for analysis and the clinical observation was confirmed. The micro catheter was found to be ruptured within the distal floppy segment. The appearance of the rupture is consistent over-pressurization. The detachable tip was found to be intact. No damages or issues were found with the micro catheter distal tip and marker band. No other anomalies were observed. There was no evidence found of manufacturing defects that relates to the complaint; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damages and irregularities during manufacture. The apollo onyx delivery micro catheter IFU (instructions for use): infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. When injecting contrast for angiography, ensure that the catheter is not kinked, prolapsed or occluded. Remove excess slack in the catheter to reduce the potential for catheter kink or prolapse. When performing angiography, it is recommended to use a 3 cc syringe rather than a 1 cc syringe to reduce the risk of catheter over-pressurization.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.